Manufacturer narrative:
Based on this reported information, there is no device evidence that the device malfunction, but rather a procedure related event. The patient was successfully treated with a second pass and the clot was removed. Post intervention, the patient did not have any neurological deterioration. The patient anatomy and the clot burden may have also contributed to the reported event, as the anatomy was severely tortuous. However, the exact cause cannot be determined. Per our device¿s instructions for use, to retrieve thrombus, slowly withdraw the microcatheter and revascularization device as a unit to the guide catheter tip while applying aspiration to the guide catheter with a 60cc syringe. Never advance the deployed revascularization device distally. Note: ensure microcatheter covers proximal marker. Apply vigorous aspiration to the guide catheter using syringe and recover revascularization device and microcatheter inside guide catheter. Continue aspirating guide catheter until revascularization device and microcatheter are nearly withdrawn from the guide catheter. Note: if withdrawal into the guide catheter is difficult, deflate balloon (if using balloon guide catheter) and then simultaneously withdraw guide catheter, microcatheter and revascularization device as a unit through the sheath while maintaining aspiration. Remove sheath if necessary. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during an acute stroke procedure, after the first mechanical thrombectomy pass, the clot was noted to have migrated to m2 from m1. The second pass was successful and the target vessel was revascularized. The anatomy was severely tortuous.